Event description:
On 07/2002, pt was presented to radiology for an intra-vascular procedure that involved angioplasty and stent placement into right superficial femoral artery. After informed consent was obtained the procedure began. An 18 gauge seldinger needle was used to achieve vascular access in the left common femoral artery. Once access was obtained a 0.35 guide wire was introduced into the artery and placed in the distal abdominal aorta. At this time, attempted to introduce a 7 french up and over sheath (balken sheath) to select the right common femoral artery. They were not able to select the right iliac artery with the up and over sheath. At this time dr pulled back on the up and over sheath and placed it in the left cfa. Then introduced an 0.35 wire through the sheath. Next, introduced a 5 french rim catheter through the balken sheath (which is commonly used in "up and over procedures") to select the right common iliac artery. After successful selection of the right common iliac artery, the balken sheath was advanced over the 5 french rim catheter and positioned in the right common iliac artery. Next did an injection of contrast to visualize the lesion within the right sfa. At this time, an unsuccessful attempt to advance a 0.18 guide wire across the lesion was performed. Next a 5 french h1 catheter was advanced over the 0.18 guide wire to give support to the buckling guide wire. With this added support the 0.18 guide wire crossed the lesion. Next removed the 5 french h1 catheter, leaving only the 0.18 guide wire and the balken up and over sheath. At this time, advanced a 5mm x 2cm balloon that is rated for a burst pressure of 15 atm. The balloon was inflated to 5 atm when the baloon ruptured. The cause of this rupture is undetermined. The ruptured balloon was withdrawn and a follow up injection was done to visualize the lesion. Next a 5mm x 2cm precise stent was advanced over the 0.18 guide wire. Dr then commented on the amount of resistance he was feeling from the stent delivery system. Then used fluoro to visualize the end of the stent's delivery system. Noticed a slight flaring at the distal end. At this time, withdrew the stent into the balken sheath believing that the stent was within the sheath. Once the sheath was removed over the 0.18 wire, dr tried to introduce a 3 french / 5 french dilator system over the 0.18 guide wire. At this time, dr noticed a bend in the wire on the outside of the pt that prevented him from advancing the dilator system. At this time, dr cut the wire with sterile scissors to try to advance the dilator system. This was unsuccessful and vascular access was lost. Due to the pt's increased bleeding time from the previous bolus of heparin, manual pressure was held for approx 45 mins to achieve hemostasis. The pt was returned to the floor for observation without active bleeding. Finally, plain radiographs were obtained to exclude the possibility of a foreign body.